Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The manufacturer representative reported that the lead migrated. Impedances were "good," however the consumer reported a return of symptoms, specifically hyperactivity of the bladder. Prior the return of symptoms, it was noted that the patient had passed under a metal detector in a court and had felt an electrical discharge during a storm. The lead was explanted and replaced. The issue was resolved. A follow up report will be sent if additional information is received.